Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an open procedure, when the device was fired on the gastric body at the first firing, the deployed staples of oral side were unformed. The target site was oral side of about 4cm from the pylorus ring. A competitor's device was fired again at the oral side of the target tissue and resected to complete the case. The device could be fired properly. The target tissue was thicker and harder than usual. The doctor commented that the jaw had not clamped any hard materials. There were no adverse consequences for the patient.